Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, the sample had biological residue on the cuff balloon. There was no damage in the construction of device that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into device and no leaks were observed during inflation. Sample was inflated and deflated multiple times with no issues. A leak test was performed on sample by submerging the cuff and inflation assembly, at separate times, and no leaks (bubbles) occurred. Electrically, for further analysis, a continuity test was performed on sample to verify the resistance of each lead was between 1.7 and 3.7 and the actual measurements were as follows: 3.5 ohms (blue), 3.6 ohms (blue with clear tubing), 3.5 ohms (red), and 3.7 ohms (red with clear tubing) ¿ the electrodes for sample were within specification. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that balloon air leakage was found before surgery. There was no patient involvement.